Manufacturer narrative:
If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this lead got dislodged and exhibited loss of capture (loc). The patient also experienced diaphragmatic stimulation. This lead was explanted. No additional adverse patient effects were reported.